Event description:
Bayer case number: (B)(4). Severe pain [pelvic pain female] depression [depression] migraine [migraine] jaw pain [jaw pain] back pain [back pain] shoulder pain [shoulder pain] neck pain [neck pain] significant pain throughout the body [general body pain] toothache [toothache] allergy [allergy]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a 48-year-old female patient who had essure inserted (lot no. A82456) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced pelvic pain (seriousness criterion medically important), depression ("depression"), migraine ("migraine"), pain in jaw ("jaw pain"), back pain ("back pain"), arthralgia ("shoulder pain"), neck pain ("neck pain"), pain ("significant pain throughout the body"), toothache ("toothache") and hypersensitivity ("allergy"). The patient was treated with morphine (morphine hydrochloride), analgesic (benzocaine, phenazone) and antidepressants (unknown). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, depression, migraine, pain in jaw, back pain, arthralgia, neck pain, pain, toothache or hypersensitivity. The reporter commented: period of occurrence: a few days after insertion. Rheumatology follow-up that detected nothing. CT scan x-ray CT scan. Put on morphine, injection without any result, to this day I live on painkillers, antidepressants. I do physiotherapy and also facial physiotherapy without any results. Toothache, migraine, allergy. I'm 48 and I feel like I'm living in the body of an 80-year-old. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pain [pelvic pain female] depression [depression] migraine [migraine] jaw pain [jaw pain] back pain [back pain] shoulder pain [shoulder pain] neck pain [neck pain] significant pain throughout the body [general body pain] toothache [toothache] allergy [allergy]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6)2024. The most recent information was received on (B)(6)2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a 48-year-old female patient who had essure inserted (lot no. A82456) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012 she experienced pelvic pain (seriousness criterion medically important), depression ("depression"), migraine ("migraine"), pain in jaw ("jaw pain"), back pain ("back pain"), arthralgia ("shoulder pain"), neck pain ("neck pain"), pain ("significant pain throughout the body"), toothache ("toothache") and hypersensitivity ("allergy"). The patient was treated with morphine (morphine hydrochloride), analgesic (benzocaine, phenazone) and antidepressants (unknown). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, depression, migraine, pain in jaw, back pain, arthralgia, neck pain, pain, toothache or hypersensitivity. The reporter commented: period of occurrence: a few days after insertion. Rheumatology follow-up that detected nothing. CT scan x-ray CT scan. Put on morphine, injection without any result, to this day I live on painkillers, antidepressants. I do physiotherapy and also facial physiotherapy without any results. Toothache, migraine, allergy. I'm 48 and I feel like I'm living in the body of an 80-year-old. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Lot number: a82456 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.